Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 28 mg/dl. The patient had changed her diet approximately two and a half months ago, which she suspects contributed to her low blood glucose. The patient treated with juice and her blood glucose has since increased to 190 mg/dl. The drive support cap appeared normal. The insulin pump was not returned for analysis.